Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) months post initial procedure, a type 1a endoleak with sac growth was identified. An intervention was completed. A non- endologix (palmaz) bare metal stent was implanted to treat this event.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) months post initial procedure, a type 1a endoleak with sac growth was identified. An intervention was completed. A non- endologix (palmaz) bare metal stent was implanted to treat this event. Correction: the patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) months post initial procedure, a type 1a endoleak with sac growth and a possible type ii endoleak (non - device failure) was identified. An intervention was completed. A non- endologix (palmaz) bare metal stent was implanted to treat this event.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported persistent type ia endoleak (present on the one month post index procedure computerized tomography (CT) scan) and sac growth of 2mm events are confirmed. Device, user, procedure or anatomy relatedness of these events could not be determined due to lack of pre implant CT scan. The type ii endoleak of the lumbar artery was confirmed and is most likely anatomy related. Procedure related harms for this complaint could not be determined. The final patient status was not reported. The device remains implanted; therefore, no device evaluation was completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b5: describe event or problem: updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.